Event description:
A pump trainer reported that the customer changed out their set but not the reservoir and received an alarm as a result. A filled new reservoir was placed without rewinding the pump. It was mentioned that the customer and the family member forced the full reservoir when the customer was still connected to the pump and injected the entire reservoir of insulin. The customer was rushed to the emergency room and admitted. Later, the customer's family member called back to understand the correct priming procedure. In addition it was indicated that the customer was still in the hospital and is not reconnected to the pump. Advised the family member to call back when customer needs to do a set change.